Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The e1 "telephone number" and g2 fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 3 years since the subject device was manufactured. Based on the results of the investigation, physical stress was applied to the distal end during user handling of the device which caused an abnormality of the image sensor unit, as a result the image blacked out. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers allegation was confirmed. The screen black out during angulation due to defective insertion tube unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had no image when using angulation. The issue was observed during preparation for use on a diagnostic (bronchial examination) procedure. The procedure was completed with a similar device with no delays. No reports of patient harm were associated with this event.